Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver being frozen could not be confirmed. A root cause cannot be determined.